Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. A letter of discontinuance for the oer-pro was emailed to the customer. The device will not be returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the connecting tube on the oer-pro was found broken. Seven (7) scopes were reprocessed in the oer-pro with the broken connecting tube. The scopes were then used on patients. One (1) scope had been used on two (2) different patients on the same day. Procedure or patient impact was unknown as the broken piece of tubing was discovered after procedures were performed. It was unknown when the tubing had broken. Patient injury or infection was unknown. However, to date, no patient harm had been reported. The broken connecting tube was replaced, the oer-pro was fully operational, and the scopes were rewashed. This complaint is related to patient identifiers: (B)(6) (maj-1500), (B)(6) pcf-h190l), (B)(6) (gif-h190), (B)(6) (cf-hq190l), (B)(6) (gif-h190), (B)(6) (gif-h190), (B)(6) (cf-hq190l), and (B)(6) (gif-h190).

Manufacturer narrative:
"This report is being supplemented to provide additional information based on in-service training provided by endoscope support specialist (ess) and the legal manufacturer's final investigation. On 17jul2022, an ess was onsite to provide in-service training an observed the customer using non-olympus reprocessing tools (single-use air/water channel cleaning adapter, leak tester (veriscan), brushes, scopebuddy (to flush channels with detergent, water and air)) during reprocessing. The ess instructed the customer to follow manufacturer instructions to ensure validation. Covered the steps that are pertinent to the olympus air/water (a/w) channel cleaning adapter, olympus brushes. The ess highlighted the importance of checking for any irregularities in the use of the connecting tubes (improper connecting, kinking, accidental detachment, or use of the wrong connecting tube). The customer was informed that any irregularity will cause the oer-pro reprocessing cycle to be ineffective. The irregularity must be corrected, and the endoscope must be reprocessed again under correct conditions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event is unable to be determined. However, the likely cause of the event is due to the user facility staff is less trained in scope handling and reprocessing as per IFU statement. The event can be prevented by following the instructions for use (IFU) which state: -1.4 precautions: ""an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU of connecting tube (maj-1500) says user to inspect the tube prior to use and specifies measures to be taken for irregularity in tube¿s connection state during use as below: 7 preparation and inspection. -over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Before using this product, always check the following on the connecting tubes. ""1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities."" ""2. Move the lock levers of the connecting tube to make sure that they function properly and are not broken."" ""3. Visually inspect the pin of the connecting tube to ensure that there are no bends or breaks."" ""4. Connect each end of the connecting tube to ensure that it does not detach."" 8 operation: for operations other than connecting and disconnecting the connecting tube, refer to the instruction manual for the endoscope reprocessor. For operations of other connecting tubes that may be required for cleaning and high-level disinfecting the endoscopes, refer to the instruction manual for the respective tubes. ""¿ be sure to connect the connecting tube properly. If the connecting tube is connected incorrectly, you may observe excessive fluid at the lid and/or it may reduce the effectiveness of the cleaning and disinfection of the endoscope."" ""¿ if the connecting tube is connected incorrectly or its lock lever deteriorates, the tube becomes easy to disconnect. If the connecting tube is kinked, fluid/air cannot be fully fed to the endoscope. In this case, the effectiveness of cleaning and disinfection of the endoscope may be inadequate."" ""¿ before disconnecting a connecting tube, check the connection state by pulling the connecting tube. If the connecting tube has been connected incorrectly or is disconnected, insufficient cleaning and disinfection of the endoscope has occurred. If this happens, you must reconnect the connecting tube correctly and repeat the entire reprocessing cycle from the beginning. Likewise, when irregularities."" Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event is unable to be determined. However, the likely cause of the event is due to the user facility staff is less trained in scope handling and reprocessing as per IFU statement. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) of the scope warns against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU of connecting tube (maj-1500) says user to inspect the tube prior to use and specifies measures to be taken for irregularity in tube¿s connection state during use as below: 7 preparation and inspection over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Before using this product, always check the following on the connecting tubes. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the connecting tube to make sure that they function properly and are not broken. 3. Visually inspect the pin of the connecting tube to ensure that there are no bends or breaks. 4. Connect each end of the connecting tube to ensure that it does not detach. 8 operation: for operations other than connecting and disconnecting the connecting tube, refer to the instruction manual for the endoscope reprocessor. For operations of other connecting tubes that may be required for cleaning and high-level disinfecting the endoscopes, refer to the instruction manual for the respective tubes. Be sure to connect the connecting tube properly. If the connecting tube is connected incorrectly, you may observe excessive fluid at the lid and/or it may reduce the effectiveness of the cleaning and disinfection of the endoscope. If the connecting tube is connected incorrectly or its lock lever deteriorates, the tube becomes easy to disconnect. If the connecting tube is kinked, fluid/air cannot be fully fed to the endoscope. In this case, the effectiveness of cleaning and disinfection of the endoscope may be inadequate. Before disconnecting a connecting tube, check the connection state by pulling the connecting tube. If the connecting tube has been connected incorrectly or is disconnected, insufficient cleaning and disinfection of the endoscope has occurred. If this happens, you must reconnect the connecting tube correctly and repeat the entire reprocessing cycle from the beginning. Likewise, when irregularities. Olympus will continue to monitor field performance for this device.